Event description:
Mxp2530116, windchill ra602307 a customer complained to the orthocare helpdesk after obtaining what was described as a discrepant positive d(rh1) antigen typing result for a patient compared to historic results using ortho mts a/b/d monoclonal and reverse grouping card lot 121622037-13 in conjunction with their ortho vision mts analyzer (50002837 equipped with software version 5.12.4). Complaint reporter: (B)(6)¿ laboratory supervisor date of event: (B)(6)2023 reported on: (B)(6)2023 by (B)(6) to the orthocare helpdesk reagents: ortho mts a/b/d monoclonal and reverse grouping card lot 121622037-13 expiry date 27 october 2023 manufacture date 27 january 2023 software version: 5.12.4 patient information: pregnant; previously typed as d(rh1) negative at an alternative laboratory. The customer reported that on (B)(6)2023, they had tested a patient sample for d(rh1) typing using ortho mts a/b/d monoclonal and reverse grouping card lot 121622037-13 in conjunction with their ortho vision mts analyser (50002837) and that they had obtained a positive reaction (3+ reaction strength) with the anti-d(rh1) reagent. The customer stated that they were expecting a negative reaction due to this patient previously testing d(rh1) antigen negative at another facility. The customer reported that they had tested a sample from this patient for d(rh1) typing in manual tube method using an alternative commercially available method and that they had obtained a weak positive reaction (1+ reaction strength) with the anti-d(rh1) reagent. No further detail provided. The customer reported that no biased result was reported to the physician. The customer reported that the patient was not harmed as a result of the reported event.

Manufacturer narrative:
Investigation details: the customer stated that they had processed quality control samples and that the results were as expected on the day of the reported event. The order report for testing performed on the customer¿s ortho vision mts analyzer was requested and was not provided by the customer. The true d(rh1) typing result expected for this patient is unknown. Ortho care explained to the customer that the mts a/b/d monoclonal & reverse grouping card instructions for use states ' most weak d antigen expressions will be detected as weak positive reactions with this reagent. However, the partial dvi epitope variant of the d antigen will not be detected with this monoclonal reagent.' A review of the manufacturing batch record of mts a/b/d monoclonal and reverse grouping card sub lot 121622037-13 as used by the customer on the day of the reported event was carried out at the manufacturing site. All in-process and final release serological testing results were within specifications, including customer use provue and ortho vision testing results. All qc inspection records (packaging and gel card inspection documents) of this product lot indicated acceptable results; no gel card defects were identified during qc inspection. All ID-mts gel cards used during in-process qc testing passed the visual check performed by the serologist. Formulation stage batch record (anti-d lot 112222041) associated with this lot was reviewed and no discrepancies were discovered. The equipment area use log used during production of this lot was reviewed and no conditions or actions taken were found to directly contribute to this customer complaint. There were no product nonconformances related to this lot. (Dra #602454) as part of the investigation of the customer complaint, samples known to be d(rh1) antigen positive and d(rh1) antigen negative were tested for d(rh1) typing using retained samples of mts a/b/d monoclonal and reverse grouping card sub lot 121622037-13 at ortho¿s manufacturing site. The lot performed as intended giving expected results when tested on the ortho vision analyzer with diluent 2 plus lot#mdp221, 0.8% affirmagen lot# 8a597, albaq-chek lot#v261055, and donors: 640001(rh pos) and 613950(rh neg). A total of 100 retention cards were visually inspected and no defects were found. No customer return cards received by mts. (Dra #602459) the review of the worldwide complaint databases was performed for mts a/b/d monoclonal and reverse grouping card sub lot 121622037-13 through to 20 june 2023. A total of one complaint was reported against this sub lot for discres through to 20 june 2023. No trend for discres by sub lot was identified. For thoroughness, a complaint review was performed for all complaints against master bulk lot 121622037 through to (B)(6)2023. No additional complaints were reported against this master bulk lot for discres through to (B)(6)2023. No trend for discres by master bulk lot was identified. (Dra #602456) the assignable cause of the discrepant d(rh1) antigen typing results is likely sample-related, the patient having a weak d(rh1) antigen subgroup. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent to function as per design. No further complaint of this type has been received from the customer site since the time of the reported event. Investigation summary: discrepant d(rh1) antigen typing results for one pregnant patient. The assignable cause is likely sample related, the patient having a weak d(rh1) antigen subgroup. No general product failure is identified. No biased result was reported to the physician. The patient was not harmed.